Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This occurred on 4 occasions during use. The following information was provided by the initial reporter: the eclipse needle is not correct after opening, front plastic part with protective cap is no longer attached to the needle. 3 a 4 from 1 box.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This occurred on 4 occasions during use. The following information was provided by the initial reporter: the eclipse needle is not correct after opening, front plastic part with protective cap is no longer attached to the needle. 3 a 4 from 1 box.